Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, the patient experience syncope. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was found to be in safety mode and all therapy remained available. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Engineers determined that this device exhibited safety mode due to power on resets. The cause of the safety mode could not be established.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, the patient experience syncope. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.